Event description:
Customer reported that they found discordant po2 result while investigating poor eqa results on po2. There was no report of injury due to this event.

Manufacturer narrative:
Customer indicated that there were no calibration errors and the automatic quality control(aqc) results were acceptable when the samples were run. Siemens representative went on site to get more information and found out that there were two foetal blood samples ( capillary tube of blood collected from the baby's scalp in utero) and the reason for po2 results being different is because it was a paired cord blood sample (one was venous and one was arterial) and due to that po2 results were not expected to correlate. Customer confirmed that they no longer considers the difference in these po2 results to be discrepant as they were from 2 different sample types and should not have correlated. There was no adverse affect on the patient/patient's treatment due to this event. System is running within all its specifications.